Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of sigma, the surgeon was able to press the green button, but the device did not fire and its handle could not be squeezed by the surgeon. After they correctly mounted the device, it did not work. After removing the safety, the blade did not advance, also the handle did not move on. The surgical time was extended for more than 30 minutes. They changed a new device to resolve the issue in order to complete the case. There was no patient injury.